Manufacturer narrative:
Concentrator user manual part no 1143482 pn page 5 provides a caution to all consumers using the concentrator. "Caution: invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." RMA (B)(4) has been generated to have the device returned. If the product is returned an evaluation will follow. The consumer is a male whose age, weight and height are unknown. The consumer's medical condition for using the concentrator is unknown. The physician or therapist prescribed flow rate for the consumer is unknown. The device alarmed during the event but the source of the alarm is unknown. The consumer's wife stated that the device would only read 2-3 liters. The flow meter range on the device reads from 0.5 to 5.0 liters. The placement of the device in the home and the tubing: type, length or if it was pinched are unknown. For device placement and tubing the user manual page 14 states: no closer than three inches from any wall, furniture, draperies, or similar surfaces. For tubing it states: tubing: 7 ft cannula with a maximum 50 ft of crush-proof tubing (do not pinch). It is unknown if the device was overfilled or if the oxygen input/output were reversed. The user manual page 16 states these warnings: "do not overfill humidifier. Do not reverse the oxygen input and output connections. Water from the humidifier bottle will travel through the cannula back to the patient." (B)(4) 2011 - (B)(4) - the device was returned on RMA (B)(4) - a visual and functional test was performed. Visual observations found the device inlet filter very dusty and the maifold tubing tinted in color. All other components were visually normal. Functionally, the flowmeter was adjusted to both 5 lpm and 2.5 lpm and the device was run for one hour each and the o2 remained at 95.2% and no alarms during both tests. (B)(4) 2011 - (B)(4) - recent trackwise update caused the registration number to be incompatible. Changed the registration number on the follow-up to match the initial report.

Event description:
The consumer's wife alleges the concentrator stopped working. She alleges she unable to get the flow past 2-3 liters. She felt the back of the unit and it was allegedly not warm and she believes the unit was not working. When she turned the unit on, the green light came on, but then it allegedly alarmed. She called 911, but the consumer passed away in the home.

Manufacturer narrative:
Concentrator user manual part no (B)(4) pn page 5 provides a caution to all consumers using the concentrator. "Caution: invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining." RMA 8594264071 has been generated to have the device returned. If the product is returned an evaluation will follow. The consumer is a male whose age, weight and height are unknown. The consumer's medical condition for using the concentrator is unknown. The physician or therapist prescribed flow rate for the consumer is unknown. The device alarmed during the event but the source of the alarm is unknown. The consumer's wife stated that the device would only read 2-3 liters. The flow meter range on the device reads from 0.5 to 5.0 liters. The placement of the device in the home and the tubing: type, length or if it was pinched are unknown. For device placement and tubing the user manual page 14 states: no closer than three inches from any wall, furniture, draperies, or similar surfaces. For tubing it states: tubing: 7 ft cannula with a maximum 50 ft of crush-proof tubing (do not pinch). It is unknown if the device was overfilled or if the oxygen input/output were reversed. The user manual page 16 states these warnings: "do not overfill humidifier. Do not reverse the oxygen input and output connections. Water from the humidifier bottle will travel through the cannula back to the patient."

Event description:
The consumer's wife alleges the concentrator stopped working. She alleges she unable to get the flow past 2-3 liters. She felt the back of the unit and it was allegedly not warm and she believes the unit was not working. When she turned the unit on, the green light came on, but then it allegedly alarmed. She called 911, but the consumer passed away in the home.